Event description:
It was reported that after implanting this right atrial (ra) lead the amplitudes and pacing impedance measurements were changing and noise was seen. The pacing thresholds were normal thus the physician decided to leave the ra lead alone. After some hours prior to patient discharge lots of noise was seen on the ra channel and the pace impedance measurements were high and out of range, thus this lead was explanted and a new lead was used. This lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the serial number.

Event description:
It was reported that after implanting this right atrial (ra) lead the amplitudes and pacing impedance measurements were changing and noise was seen. The pacing thresholds were normal thus the physician decided to leave the ra lead alone. After some hours prior to patient discharge lots of noise was seen on the ra channel and the pace impedance measurements were high and out of range, thus this lead was explanted and a new lead was used. This lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the serial number. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
That after implanting this right atrial (ra) lead the amplitudes and pacing impedance measurements were observed fluctuating. The lead also exhibited noise. The pacing threshold values were normal. After some hours prior to patient discharge lots of noise and high, out-of-range pacing impedance measurements of greater than 3000 ohms were observed on the ra channel. As such, the lead was explanted, replaced, and returned to boston scientific for analysis.